Event description:
The customer reported that the system lost pt data and images. (Data loss). There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and erased persistent objects and program nodes, reformatted the hard drive, reloaded software, and reloaded cal files. The system operates as intended.